Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The clinical information stated that shortly after starting the pump there was high purge pressure alarms with no resolution by changing the purge cassette. Tissue plasminogen activator use was instructed but it was unknown if it was added. There was no product or data logs returned. Due to the lack of sufficient evidence, the root cause of the high purge pressure could not be determined. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that following implantation of an impella 5.5, high purge pressures appeared on the automated impella controller. The purge cassette was replaced, but the issue persisted. Tissue plasminogen activator was subsequently run through the purge line and the issue resolved. Hemodynamics were trending down as expected for the situation and care was withdrawn. Abiomed's medical safety officer reviewed the event and determined this to be a product malfunction. There was no pump exchange, no change in pump flow or therapy was provided to the patient during impella 5.5 support. The patient was very ill and in advanced heart failure stage and was eligible for advance therapies to treat.